Event description:
It was reported that the customer experienced a cgm error, specifically error 42, with their g6 sensor. There was no adverse impact to the customer's blood glucose level. Technical support guided the customer through a pump reset process, after which the error did not reoccur, and the customer successfully started a sensor session.